Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that this device battery gauge has been fluctuating between less than 6 months, to greater than 1 year remaining. Once the threshold test was done the status was at less than 6 months remaining once again. Technical services was consulted and stated that device longevity likely right at 6 months remaining. To date, there have been no additional adverse patient effects reported.